Event description:
It was reported that during an unknown procedure, two screws fell off of the instrument. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal rollers detached but returned. This caused the upper jaw to not open or close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.